Event description:
It was reported that the threads pulled out of the metal patient outlet. No patient injury was reported. No other information has been provided for this complaint.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
D5 is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a missing patient outlet connector and the input/output label is damaged. The patient outlet connector is missing and the vrv block manifold threads are also damaged. Excessive force or direct impact to the outlet connector is required to damage the vrv block threads. This is not considered a case of the outlet connector coming loose during use. The root cause of the reported issue was determined to be customer use. Actions were taken to mitigate the reported issue: installed new variable refrigerant volume (vrv) block manifold to correct the customer reported problem. A corrective and preventative action has been opened to address the reported issue.